Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have "invalid syringe size" and "check clutch" alarms. The customer complaint was confirmed by testing the 1 ml syringe. It was verified that the test gave a number that was out of the passing range. The cause of the customer reported problem was the faulty main board and damaged potentiometer service sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the left and right plunger clutch, clutch spring, worm gear, worm coupling, and motor to fix the "check clutch" alarm issue. The manufacturer representative replaced the main board and potentiometer to fix the customer reported issue, calibrated the pump and greased and reset the pump to standard configuration. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the small syringe test is reading too small for the calibrated size. The large syringe test was inconsistent and bouncing, not landing on a reading. The event occurred during testing; there was no patient involvement.